Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device misfired? When the device misfired, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device misfired, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the device misfired which resulted a small bleed, how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Is the cartridge returning with the device? Or, was the cartridge discarded?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the preloaded cartridge misfired and fell out of the device while using. The device misfired which resulted a small bleed in the patient abdomen. Surgeon retrieved the old cartridge and used a reload on the same device. The procedure was delayed by ten minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m54a0u. The analysis showed that the atb35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The tr35b cartridge was received partially fired 1/3 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.